Manufacturer narrative:
No medwatch form received from the user facility. All sections on this form completed by the manufacturer. Investigation findings: the shaver handpiece was received for evaluation and the reported problem was confirmed. During investigation, the handpiece was found to have the potential to activate on its own, related to pc board failure. A design change has been implemented to address this failure mode. To date, there have been no reported injuries associated with this failure mode. Conmed linvatec will continue to monitor this product for failures.

Event description:
It was reported that this shaver handpiece started to run on its own while sitting on a table in the or. There was no injury or surgical delay related to this event.